Manufacturer narrative:
Internal complaint reference: case-(B)(4).

Event description:
It was reported that, the black and white dots were found on the 4th layer of profore 18-25cm ankle circ. Case 8. Patient was concerned the safety of this profore 4th layer. The procedure was completed without delay using a s+n back-up device. Patient was not harmed.

Manufacturer narrative:
H3, h6: the device was returned for evaluation, confirming the reported event. A documentation review has been conducted, consisting of device history, the manufacturing process and complaint history. Previous complaints of this nature have been identified with corrective actions assigned. The complained product was manufactured prior to this action being implemented. A probable root cause has been determined to be a manufacturing quality deficiency. The product risk files mitigate the reported issue with no updates required. This investigation is now complete, with no additional corrective actions deemed necessary. Smith and nephew can confirm the device was released according to specifications and continue to monitor for adverse trends relating to this product range.